Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported degradation of hearing performance and felt pain, she stopped wearing the audio processor. Re-implantation is considered.

Event description:
The recipient reported decrease of hearing performance and felt pain with the device in (B)(4) 2018, so use of the audio processor was discontinued. The user does not feel pain without the processor. Re-implantation was performed on (B)(6).2018. After the surgery the recipient has good hearing performance and no pain was reported.

Manufacturer narrative:
Conclusions: device investigation only revealed mechanical damages attributable to the removal surgery, but no device defect or problem which is expected to have been present whilst implanted. According to the available information, the device was explanted most likely for clinical reasons, i.e. Pain which appeared several years after implantation and decrease of hearing performance. However, no malfunction could be detected which would account for the reported symptoms. The cause of the short circuit whilst implanted could not be determined due to the status of the received active electrode; yet the affected channels had been present for several years before the symptoms started, thus no contribution is assumed. In addition in situ measurement reportedly showed a device malfunction, but no evidence has been received despite requested and the device is working according to specification during investigations; therefore this measurement result might have been due to a temporary skin flap condition. This is a final report.